Event description:
Medication was attached to pump; after 12 hrs pump alarmed "infusion complete." When disconnecting bag from pump found that the bag was still full of medication. Pt called rn who went to the home; when rn removed pump from carrier/pouch, a small gray "cap" fell out of the pouch. Upon investigation it was discovered that the gray "cap" came off of the "spindle", that turns in the pump only - it does not connect with the cassette.